Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin squirted out during the manual prime. The blood glucose reading was 476 mg/dl. The customer was able to change the set and the insulin pump worked as intended.